Manufacturer narrative:
2/11/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a seps procedure. Reportedly, the staples did not form properly and the clips did not advance. The hospital has reported no pt injury occurred.